Manufacturer narrative:
Actual device evaluated via simulated use testing which confirmed the reported issue. Further evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Probe tested as recommended in IFU. During 1st freeze cycle the shaft started freezing causing skin frosting. Doctor tried applying warm saline drip, warm sterile glove and a warm pack. Nothing worked. Probed needed to be removed and a new probe needed to be placed in the lesion.